Manufacturer narrative:
Cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. Root cause was undetermined.

Event description:
Customer reports two false positive results when testing with the cue covid-19 test for home and over the counter (otc) use. This report is to document one of the false positive results. See (B)(4) for alternate false positive result. Customer reports receiving a false positive result when testing on (B)(6) 2022 using the cue covid-19 test for home and over the counter (otc) use cartridge sn (B)(4) lot 22516e, reader sn (B)(4) two repeat cue covid-19 tests performed on (B)(6) 2022 provided negative results. On (B)(6) 2022, customer tested negative with a btnx inc. Antigen test from a pharmacy in canada. On (B)(6) 2022, customer tested negative with a siemens antigen test. On (B)(6) 2022, customer tested negative with a flowflex antigen test. Additionally, customer tested negative on (B)(6) 2022 with a pcr test. Customer had no symptoms and had no known exposures. Cartridges were stored within the validated temperature range.